Manufacturer narrative:
Insulin pump had a no button response due to flattened dome switch on act and esc button. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.